Event description:
It was reported the patient experienced pain at the ipg site. As a result, surgical intervention occurred wherein the system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. A patient experiencing pain at ipg site was reported to abbott. The patient had a total system explant. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.